Event description:
New information received notes that during follow-up, the noise that was previously reported was reproducible. Fracture was observed via x-ray. The lead was capped and replaced. The patient was discharged without significant complications.

Manufacturer narrative:
Impedance showed an increase but was still within specification.

Event description:
It was reported that x-ray revealed externalized conductor. Increased impedance was observed since implant. The lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that noise was observed via remote transmission. A follow-up visit is scheduled. The lead remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.